Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the 6 week post op, the right ventricle (rv) lead was showing high threshold values, and the patient was experiencing pain between their ribs. The device was repositioned on (B)(6) 2019. No adverse effects were reported.